Manufacturer narrative:
Review of the device history record found the uncoated product met all quality requirements during production. However, the wrong coating process was used resulting in damaged heat exchanger capillaries which contributed to the reported event.

Event description:
.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The water side pressure drop was tested at a flow rate of 2 liters/minute and was measured to be approximately 516 mmhg. The heat exchanger capillaries were damaged in a way that restricted water flow within the heat exchanger. The cause of this event is believed to be a coating process that used a solution with a higher temperature and pressure than the required parameters. No patient information was available because there was no patient involvement. (B)(4).

Event description:
Medtronic received information through returned product evaluation of this fusion hollow fiber oxygenator had a restricted flow through the heat exchanger. These device was not used in a clinical setting and there was no patient involvement.